Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was a part of a system revision due to an infection. This lead was broken at the proximal side of the ring electrode during the extraction, and the tip to ring electrode remained in the patient's body. No additional adverse patient effects were reported.